Event description:
Customer alleging a false negative for one pt one lot, three tests. Serum quant same day (drawn right after urine tests) gave 43miu concentration. Pt missed her first period on (B)(6) 2013. Customer does not know if the sample was first morning urine. Pt teste on 3 different tests (same lot) and got neg each time (3 minute read time) but noted on the last test, she looked at it after 5 minutes and there was a very faint line. Using 3 full drops of urine.

Manufacturer narrative:
Investigation pending.